Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a clinician application. It was reported that the healthcare provider (hcp) was seeing code 338 frequently when programming patients and it required them to have to start over when reprogramming. Today they reprogrammed 7 patients and it happened on 6 of them. It had been happening for some time but they didn't provide a specific date. It typically happened when they go to update and then since they have to restart the app, they have to repeat all the programming changes. Confirmed it was not one of the newest tablets. Recommended replacing the tablet with the newest version. (B)(6) 2025 e1 (rep): document contained no new information. (B)(6) 2025 e2 (rep): document contained no new information. (B)(6) 2025 e3, e4 (rep): it was reported that the issue was believed to have been resolved.